Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, non-sustained right ventricular oversensing (nsrvo) was noted on the device as per remote transmission records. The oversensing was found to be myopotential. Programming changes were made. The patient was asymptomatic and stable.